Manufacturer narrative:
(B)(4). The customer, a biomedical engineer, evaluated the device and verified the reported issue. Physio-control provided the biomed with technical assistance. Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56. Device not evaluated by manufacturer.

Event description:
The customer contacted physio-control to report that the front case is damaged on their device at the therapy connector. As a result, the device is unable to deliver defibrillation therapy to a patient, if it was needed. There was no patient use associated with the reported event.

Manufacturer narrative:
Physio-control has made multiple attempts to contact the customer regarding the status of their device, but has not been successful. The device was not returned to physio-control for evaluation. The cause of the reported issue could not be determined.

Event description:
The customer contacted physio-control to report that the front case is damaged on their device at the therapy connector. As a result, the device is unable to deliver defibrillation therapy to a patient, if it was needed. There was no patient use associated with the reported event.

Event description:
The customer contacted physio-control to report that the front case is damaged on their device at the therapy connector. As a result, the device is unable to deliver defibrillation therapy to a patient, if it was needed. There was no patient use associated with the reported event.

Manufacturer narrative:
Section g5 of the initial medwatch report indicates: combination product ¿ blank. Section g5 of the initial medwatch report should indicate: combination product ¿ no.